Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient developed a fever. A fungal infection was identified, and the medical team considered explanting the impella pump. The patient's fungal infection worsened, and the elevated temperature persisted. The device was ultimately explanted, and the patient expired while still on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.